Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During an unrelated procedure, externalized conductors were observed on the right ventricular (rv) lead. The electrical values were stable and no noise was observed so the rv remains implanted and active. Abbott technical support was contacted and after review of the x-ray images provided, conductors appear to be externalized. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.